Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is being filed to report that during preparation of the steerable guiding catheter (sgc), the sgc failed to hold column. It was reported that during preparation of the steerable guiding catheter (sgc) and testing of the hemostatic valve; the hemostatic valve could not hold the fluid column. There was no patient involvement. A new sgc was used to continue the procedure. Two clips were implanted, reducing the mitral regurgitation from 4 to less than 1-2. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the clip delivery system was returned and the reported steerable guide catheter leak was not confirmed. A review of the lot history record revealed no manufacturing nonconformities. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported leak in this incident could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling of the device.